Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. During testing, the device was allowed to pump for 2.5 hours without any alarms recorded. The stm found that the date was incorrect in user settings and adjusted the date. The stm indicated that the air leak condition was likely within the patient circuit, not the console. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a rental cs300 intra-aortic balloon pump (iabp) erroneously alarms air leak. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Event description:
It was reported that during use on a patient a rental cs300 intra-aortic balloon pump (iabp) erroneously alarms air leak. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient a rental cs300 intra-aortic balloon pump (iabp) erroneously alarms air leak. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h6 (patient codes).